Event description:
A healthcare professional reported that a thin flap in the right eye of a patient during refractive surgery. There are multiple related reports for this event. This report addresses the patient (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).